Event description:
It has been reported to philips that the system did not boot up successfully. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that system does not start. After reviewing log file, fse found that there is a malfunction on host pc. Upon troubleshooting fse found the host pc hard drive has no power. Fse replaced host pc. After replacement the host pc system was returned to use in good working order. The defective part was returned for analysis, and no failures observed. The codes were updated based on the investigation outcome.